Event description:
The reporter stated, the surgeon implanted a micl 12.1mm implantable collamer lens in the pt's left eye on (B) (6)2010. The lens was removed due to no vault. Lens removed with no pt injury. Backup lens was implanted. See MFR #2023826-2010-00691 for the right eye.

Manufacturer narrative:
(B) (6): evaluation results - a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).